Event description:
Screws and hardware from c6-7 portion of spinal fusion, performed in (B)(6) 2016, were found to be loose. Patient had corrective surgery today to revise the fusion and implant new hardware. Depuy implants from (B)(6) 2016 surgery: zero-p lordotic lg 7mm -(B)(4), (04.617.227s-lots: 8961267 exp. 04/07/2024, 8305499 exp. 02/07/2024), screw cerv locking ti 3x16mm-(B)(4), (04.617.816).